Event description:
At approx. 1730 on 5/29/96, pt found in bathtub by mother apneic and cyanotic. Code blue called. Narcan given. Pt had IV fentanyl infusing by syringe pump at the rate of 1.2cc/hr. The nurse had placed a 60 syringe in the pump, with 40cc of fetanyl (2000 mcg) to infuse over 24 hrs at the rate of 1.2cc 1hr. The new syringe was placed in the syringe pump, one hour prior to the event. After the pt was stabiliazed it was noted that the syringe was empty and the pump had not alarmed while on battery. Pt has chronic m. Leukemia and is in pain. Pt had previously requested boluses of pain medication. Pt was alone in the bathroom when this occurred.